Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the peg tube through the abdominal wall, the loop at the end of the peg tube broke, leaving approximately 2cm of wire attached to the dilating tip. The physician attempted to pull the peg tube out using hemostats however, the wire broke again. The dilating tip was extend far enough outside of the patient that the physician was able to remove with it with repeated attempts. No part of the device detached inside the patient. The procedure was completed with this endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.